Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert for bd. This device has smr5 firmware, which triggered the bd error due to the power consumption count increase. Data analysis was performed, boston scientific technical services indicated that the power consumption is increasing in a gradual fashion and recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert for bd. This device has smr5 firmware, which triggered the bd error due to the power consumption count increase. Data analysis was performed, boston scientific technical services indicated that the power consumption is increasing in a gradual fashion and recommended device replacement because of this anomaly. Additionally, data was provided again for review and a new estimated replacement window was provided. The local representative has not been made aware of a revision procedure. No adverse patient effects were reported. This device remains in-service.